Event description:
It was reported that non sustained right ventricular oversensing episodes determined to be crosstalk was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended and were to be discussed with the physician.